Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi catheter was successfully primed for a thrombectomy procedure in the superficial femoral artery. Aspiration was initiated inside the patient. However, after about three pumps, a saline error message displayed. The pump boot was filled with saline. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.